Event description:
Explantation of wright medical technology 8 degree short varus modular neck, and 32 mm wright medical technology cobalt chrome femoral head with 0mm neck extension. Removal of group c cobalt chrome acetabular porous-coated modular acetabular component. Device explanted related to (aval) acute lymphocytic vasculitis and associated lesions metal ions released from metal-on metal hip replacements.